Manufacturer narrative:
(B)(4). The sample was manufactured in 8/21/2014-8/29/2014 a visual and functional test was performed on a companion sample and there were no abnormalities noted. A batch review was conducted on lot number gd897553 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported event was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample has been received and is awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge did not have enough iodine. This was found before use. There was no patient involvement. No additional information is available.